Event description:
It was reported that during an arthroscopy the eyelet at the tip became detached. The tip was retrieved out of the patient. There was no harm for patient, operator or third party reported. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Complaint confirmed. Upon visual inspection, it was noted that the tip of the eyelet had broken off. The screw, broken tip, and suture threader were not returned for investigation. The cause of the broken eyelet remains undetermined, however, probable cause can be attributed to prying/leveraging forces being used.